Manufacturer narrative:
Unique device identification (UDI)#: (B)(4). The microsensor was received for evaluation. Review of the history device records was not possible as the lot number was unknown. Failure analysis - the issue of the complaint has not been confirmed. The catheter passed all testing performed. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to unstable sensor performance or incorrect selection of semiconductor components.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that the cerelink sensor giving negative readings. The sensor zeroed as per required process. Once inserted was reading 22 mmhg. The pressure then rose to 35 mmhg then dropped to 22 mmhg. Then -5 mmhg then -30 mmhg and -50 mmhg before giving a failed cable error message. This occurred over an 8 minute period.